Manufacturer narrative:
Additional, changed, and/or corrected data: a.2.

Event description:
Healthcare professional reported of the right side device: "deflation". The device was explanted.

Event description:
Healthcare professional reported of the right-side device: "deflation". The device was explanted.

Manufacturer narrative:
Clarification to b3: partial date of dec/2024 provided. Continued e1: alternate email address: (B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: deflation.